Event description:
A malfunction was reported on the pump by the caller, though no events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the caller in doing so, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any further issues arise.